Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd micro-fine¿ pro pen needles 32g x 4mm, the insulin-injection needle was clogged. There was no report of user impact. The following information was provided by the initial reporter: "this is a report about needle clog. The patient states that the drug solution didn't come out."

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. A clog test as per tp700483 was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that while using bd micro-fine¿ pro pen needles 32g x 4mm, the insulin-injection needle was clogged. There was no report of user impact. The following information was provided by the initial reporter: "this is a report about needle clog. The patient states that the drug solution didn't come out."